Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message upon scanning the adc device. The customer felt hypoglycemic and experienced a loss of consciousness. An ambulance was called and customer regained consciousness while being transported to the hospital. The customer was advised to eat, but no treatment was reported.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) were updated based on extended investigation. Section d4 (serial number) was updated from (B)(6).

Event description:
A customer reported receiving an unspecified sensor error message upon scanning the adc device. The customer felt hypoglycemic and experienced a loss of consciousness. An ambulance was called and customer regained consciousness while being transported to the hospital. The customer was advised to eat, but no treatment was reported.